Manufacturer narrative:
A boston scientific technical services discussed and documented the reported observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient stated she had a lot of pain that lasted three weeks and also passed out two times in the previous week. No adverse patient effects were reported.